Event description:
It was reported that during the backing-out drilling on the femoral side, the tip of the flip cutter broke off. The surgeon noted that when the cutter was removed from the patient, the tip of the flip cutter was broken off the shaft. An x-ray was taken and the fragment was seen lodged in the patient's bone. The fragment was unable to be removed. The case was continued and the bone-tendon acl graft was passed through the bone tunnels and fixated successfully. The procedure was an acl reconstruction.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.